Event description:
The needle holder broke and cut the surgeon. Surgery was delayed because surgeon had to have cut cleaned and bandaged.

Manufacturer narrative:
Investigation in process, but not yet complete.